Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The hard, calcified lesion was located in the left anterior descending artery. The 4.00x12mm liberte bare stent was unable to cross the lesion. The physician tried many times and then found that the stent struts were damaged. At this point he chose to end the procedure and send the patient to surgery. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the proximal end of the crimped stent was raised and the stent struts were bent back distally. No other damage was visible along the entire length of the device. No kinks or damage was noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was 80% stenoseed which was located in a moderatly tortous and severely calcified left anterior descending artery. The device was removed in tact.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The hard, calcified lesion was located in the left anterior descending artery. The 4.00x12mm liberte bare stent was unable to cross the lesion. The physician tried many times and then found that the stent struts were damaged. At this point he chose to end the procedure and send the patient to surgery. No patient complications were reported and the patient's status is listed as stable.